Manufacturer narrative:
The user reported the device becomes hot while charging. A battery was returned with the device. Initially, the pdm did not power on using the returned battery. The pdm was allowed to charge using the returned battery and powered on with no issues. The device was not observed to heat up while charging. The pdm successfully paired with an unused pod, delivered a 5 unit bolus over a distance of 5 feet, and deactivated the pod. No communication issues were observed and the pdm was not observed to heat up at any point. Inspection of the log files found no signs of the device overheating. The device was observed to be operating within the temperature specifications. Investigation found no evidence that a thermal event occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the omnipod personal diabetes manager (pdm) became very hot to touch while charging. The patient was unable to fully charge the pdm due to the device becoming too hot.